Manufacturer narrative:
Fse arrived onsite to address the reported event. Fse confirmed the error according to technical bulletin t202(e) but did not attempt to reproduce the error as it was intermittent and a known issue. Fse replaced the display unit to resolve the issue. Fse was subsequently able to run quality control (qc) without issue. No further issues were noted. No further action was required by field service. The instrument was installed at the site on (B)(6) 2019. A complaint history review and service history review for similar complaints was performed for serial (B)(4) from (B)(6) 2019 to aware date 03feb2020. There were no similar complaints identified during this search period. The a1a-360 operator's manual under section 10 - daily maintenance procedures was reviewed. Daily maintenance procedures: system startup; for the description of system startup maintenance procedures, refer to section "2 system startup" in chapter 4: preparing system for assay operation. System shutdown; for the description of system shutdown maintenance procedures, refer to section "1 system shutdown (shutdown menu)" in chapter 8: terminating assay operations. The most probable cause of the reported event was due to a faulty display.

Event description:
The customer reported that the new aia-360 analyzer freezes up and was noted to be part of the aia-360 recall. Technical support advised the customer not to touch the screen when the analyzer was running but they could try to load the carousel with specimens and test cups so the analyzer could read the barcode and test cups that needed to be analyzed. The customer requested service. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for beta human chorionic gonadotropin (bhcg) and cardiac troponin I (ctnl2). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.